Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and/or perforation/ fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, abdominal pain and pelvic pain, device breakage ("breakage"), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic / hypersensitivity reactions") with rash, dysmenorrhoea ("debilitating menstrual pain"), vaginal discharge ("discharge"), dyspareunia ("dyspareunia"), infection ("infections"), amnesia ("prolonged memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), endometriosis ("endometriosis"), fatigue ("fatigue") and cystitis ("cystitis"). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, menstruation irregular, abdominal distension, hypersensitivity, dysmenorrhoea, vaginal discharge, dyspareunia, infection, amnesia, alopecia, dysgeusia, dental caries, endometriosis, fatigue and cystitis outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and/or perforation/ fallopian tube rupture") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (heavy bleeding with clots)") in a female patient who had essure (batch no. 627406/ 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin hyperpigmentation. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal discharge ("discharge/ vaginal discharge"), anxiety ("anxiety /worsened anxiety"), depression ("depression"), migraine ("migraines/headaches") and restless legs syndrome ("worsening pain with restless leg syndrome"). In (B)(6) 2016, the patient experienced furuncle ("skin boils") and pruritus ("itchy skin"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, abdominal pain and pelvic pain, device breakage ("breakage"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic / hypersensitivity reactions") with rash, amnesia ("prolonged memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), endometriosis ("endometriosis"), fatigue ("fatigue"), cystitis ("cystitis"), urticaria ("hives"), back pain ("back pain"), arthralgia ("joint pain") and pain in extremity ("leg pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, menstruation irregular, abdominal distension, hypersensitivity, dysmenorrhoea, vaginal discharge, dyspareunia, fungal infection, amnesia, alopecia, dysgeusia, dental caries, endometriosis, fatigue, cystitis, vaginal haemorrhage, menorrhagia, anxiety, depression, urticaria, furuncle, pruritus, migraine, arthralgia and pain in extremity outcome was unknown and the restless legs syndrome and back pain had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, back pain, cystitis, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, fungal infection, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, migraine, pain in extremity, pruritus, restless legs syndrome, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (per pfs) on (B)(6) 2009 - hysterosalpingogram: findings: fluoroscopic images obtained during injection demonstrate no spillage of contrast into the pelvis. (Per mr) concerning the injuries reported in this case, the following one/ones were described in patient's medical records: restless legs syndrome and anxiety. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics updated. Essure indication updated and lot number added. New event abnormal bleeding (vaginal, menorrhagia), yeast infections, anxiety; depression, hives; skin boils; itchy skin, migraines /headaches, worsened restless leg syndrome and back pain, worsened anxiety were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Sopntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and/or perforation/ fallopian tube rupture") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (heavy bleeding with clots)") in a female patient who had essure (batch no. 627406/ 627291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin hyperpigmentation. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("debilitating menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), fungal infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal discharge ("discharge/ vaginal discharge"), anxiety ("anxiety /worsened anxiety"), depression ("depression"), migraine ("migraines/headaches") and restless legs syndrome ("worsening pain with restless leg syndrome"). In (B)(6) 2016, the patient experienced furuncle ("skin boils") and pruritus ("itchy skin"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, abdominal pain and pelvic pain, device breakage ("breakage"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), hypersensitivity ("allergic / hypersensitivity reactions") with rash, amnesia ("prolonged memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), endometriosis ("endometriosis"), fatigue ("fatigue"), cystitis ("cystitis"), urticaria ("hives"), back pain ("back pain"), arthralgia ("joint pain") and pain in extremity ("leg pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, menstruation irregular, abdominal distension, hypersensitivity, dysmenorrhoea, vaginal discharge, dyspareunia, fungal infection, amnesia, alopecia, dysgeusia, dental caries, endometriosis, fatigue, cystitis, vaginal haemorrhage, menorrhagia, anxiety, depression, urticaria, furuncle, pruritus, migraine, arthralgia and pain in extremity outcome was unknown and the restless legs syndrome and back pain had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, back pain, cystitis, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, fungal infection, furuncle, genital haemorrhage, hypersensitivity, menorrhagia, menstruation irregular, migraine, pain in extremity, pruritus, restless legs syndrome, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion (per pfs). On (B)(6) 2009 hysterosalpingogram: findings: fluoroscopic images obtained during injection demonstrate no spillage of contrast into the pelvis. (Per mr). Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: restless legs syndrome and anxiety. Lot number: 627291, manufacture date: 2008-05, expiration date: 2010-05. Lot number 627406: manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.